Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when a customer was pulling the medication, they were getting an error as 'unexpected service operation error occurred'. A technical support specialist (tss) performed a reverse sync on the station, pulled transactions and added them to ephi, and did a full sync on the station. The station was up with no issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, disaster recovery recover t2 had been performed, and the customer was unable to pull the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.